Event description:
Allegedly revised due to broken plate - non-union of mtp joint.

Manufacturer narrative:
Investigation is not complete. Trends will be established. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This event occurred in other country.